Event description:
A surgeon reported that a female patient who received op-1 implant and calstrux experienced hard red bumps and product migration. The surgeon suspects the events were related to the granular nature of calstrux. The events were deemed nonserious.